Event description:
Nurse took unopened breast pump into the pt's room for teaching purposes. Outside wrapping removed. White plastic pump box removed. When attempting to remove the two informational booklets to review with pt, a blade holder with scalpel blade attached, popped up from inside the box. No injuries to pt nor nurse.